Event description:
It was reported that during a gastric bypass procedure, the clips deployed crossed and sideways. There were no patient consequences. Case completed with another unknown brand of clip appliers.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.